Event description:
Pt had quantitative hcg done at lab w/ dxi instrument. Result 416. Three days later, hcg repeated same machine, new sample, 595. Pt's iud device removed based on result. Repeat hcg two days later result 421; six days later result 416. Since hcg levels not raising, u/s was done the next day to rule out preg. No intrauterine pregnancy noted, ectopic suspected. Eighty mg methotrexate was administered to the pt. Immediately prior to injection, an hcg was sent to lab w/ access machine, result reported 48. Two additional samples were sent to lab w/ dxi machine, five days later and three days hence; the results were 366 and 396, respectively. The next day, another dose of methotrexate was given, and another hcg was analyzed,at lab w/ access machine. Its result was 41.5. The physician questioned the results. The last 3 samples were re-analyzed at both locations, with the same results noted. Samples were sent to a 3rd lab with a different analyzer, by a different MFR. All 3 samples got negative results. The pt was found to have an elevated rheumatoid factor level upon testing by the lab.